Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The impella cp was unable to advance into the ventricle due to the patient's existing aortic valve stenosis. The implant was aborted as a result of the noted resistance. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The root cause of delivery issue is determined to be patient condition because the pump was unable to pass previously received biological aortic valve replacement and was currently presenting with aortic valve stenosis and made it impossible for to insert impella into the ventricle and the insertion was aborted. Corrections to the initial MFR report: d7a updated single device use to no.